Event description:
Meter name: one touch ii, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: low symptoms. A pt reported they were hospitalized. Their meter allegedly would only prompt redo check message and customer over dosed on insulin. The result on their meter was unable to test. The result on the unk meter was 183mg/dl. There was no comparison. Treatment was unk. No further info has been reported.